Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 6 unopened pouches. There are no previous complaints of this code batch. (B)(4) units of this batch code were manufactured and distributed, there are no units in stock. Tested the knot pull tensile strength of the sample received and the results fulfill OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Although the results of the samples received fulfill the specifications of OEM, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. Needle detached from thread.